Manufacturer narrative:
The device has not been returned to manufacturer at time of this report. Eval conclusion - other- no corrective actions will be taken at this time. CAPA # (B) (4) has been opened to address this issue.

Event description:
The event is reported as: the stapled jammed during use. No pt injury reported.